Manufacturer narrative:
The insulin pump alarmed pump error during rewind due to corroded motor home switch. Unable to perform displacement test due to pump error. The pump was received with missing serial number label and display window cover. Pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. Pump serial number was obtain and confirm at the pump display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the medtronic label and serial number is missing. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.